Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen remained dark, and pump shut down, leaving customer unable to turn pump back on despite use of working outlets, original and alternate wall adapters, and different charging cables with no visible damage to charging port. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment.